Manufacturer narrative:
Concomitant product(s): patient medications include; codeine allergy. No current medication information available. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Lot: UDI: ((B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. It was reported that the right external iliac artery was occluded prior to the procedure. Reportedly, access was not an issue during the procedure and all devices were implanted without complication. Final angiography showed complete exclusion of the aneurysm and the patient tolerated the procedure. Later that evening, the patient reportedly lost pulses in the right leg and complained of pain. The patient was brought back to the operating room, where imaging reportedly revealed the presence of thrombus and complete device occlusion on the right side of the trunk-ipsilateral leg component to the level of the flow divider. Additionally, no blood flow distal to the stent was visualized within the right lower extremity. A thrombectomy was performed to remove all of the thrombus from within the trunk-ipsilateral leg component. The physician elected to implant a gore viabahn&#59397; endoprosthesis (9 mm x 5 cm) within the right side of the trunk-ipsilateral leg component. Final angiography revealed good blood flow through the right common femoral artery resulting in the restoration of the pulses to the right lower extremity. The patient tolerated the procedure. According to the physician, the thrombus formation was most likely caused by the patient's peripheral vascular disease and not device related. Images were requested but reportedly are not available for evaluation.